Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited a dent in the forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the dent in the forceps channel port, the cause was due to damage of parts due to deterioration, deformation, or some kind of physical stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.